Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the customer suspend the insulin pump for twelve hours, and when she started her glucose level began to climb up. The customer had changed the infusion set and given herself several high bolus, but her glucose remained higher. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.